Event description:
It was reported to philips the device showed a pad adapter cable error message. Patient involvement is unknown.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The service engineer found the pad adapter cable malfunctioning and needs replacement. Upon conclusion of the evaluation, it was determined that the pad adapter cable (m3508a) requires replacement. The customer will obtain the cable and replace it. No further action at this time.